Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit the revealed a burned component with the pcb board (c176) causing the unit to have a burning odor and unable to properly power on. Patient data backup was unable to perform using the returned 4g modem due to unit not being able to boot. In result a golden pcb board was used to power on and preform patient data back up and used for further testing. No software malfunctions, errors, warnings, or anomalies were observed during unit boot up or during handheld touchscreen commands. Initially unit was unable to power on due to a corrupted pcb board. In result a golden pcb board was used to load the software and perform the diagnostic test. Customer complaint related to unit being unable to power on - confirmed.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported a red flash and burning smell from the unit. The patient electronics device was replaced and there were no adverse consequences reported by the patient.